Event description:
Physician reported via device tracking for left side ¿alcl & aesthetic¿. Pathological markers confirming alcl have not been received. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿alcl & aesthetic¿.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl- suspected. Upon review of received physician report of "patient did have a fear/concern for alcl. However, the patient was not diagnosed with alcl." Allergan medical safety has determined that there is no malignancy.

Event description:
Healthcare professional reported "patient did have a fear/concern for alcl, however the patient was not diagnosed with alcl."